Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a procedure lead stylet was unable to be inserted to the end of the lead. Lead was not used. A new lead was successfully implanted. Patient was stale post procedure and was discharged.